Event description:
During colonoscopy, after retroflex in the rectum, some tearing was noted on the left screen prior to total withdrawal of the colonoscope. The patient was not in pain, but he was taken to the hospital to find out whether perforation had occurred. The physician was not certain at what point during the case the apparent tissue damage occurred. It was determined at the hospital that there was no perforation, the patient was released and was doing fine. Submission of this report does not, in itself, represent a conclusion that the medical device caused or contributed to an adverse event.